Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannulas leading to hyperglycemia. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenously and manual shot. The length of hospitalization was greater than 24 hours no further information available.